Event description:
During follow up of a check patient line alarm which occurred on the homechoice (hc) during use the home patient (hp) stated that the patient line was full of air. The hp connected prior to prime finishing. The technician service representative (tsr) said therapy was over and new supplies needed to be used. The tsr assisted the hp to end therapy. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted home patient (hp) on (B)(6) 2011 regarding the check patient line alarm. The hp reported that the issue was resolved, by starting over with new supplies. The hp confirmed that the patient line was not primed completely before connecting. Per hp, there were no loose connections, disconnections or defects on the supplies. The hp stated that she discussed the alarm with his nurse. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp?s dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.

Manufacturer narrative:
(B)(4). This complaint is for a report of a air in tubing (without alarm). Complaint is confirmed because patient reported connected to the patient line prior to complete prime, but the assignable cause was related to use error. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.